Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that IV catheter would not thread, when clinician removed whole IV and needle, the needle was poked through the catheter itself. Verbatim: IV catheter would not thread, when clinician removed whole IV and needle, the needle was poked through the catheter itself.